Manufacturer narrative:
On 24-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported that there was a backflow of free-flowing blood coming back through the vizigo sheath when a catheter was removed from the vizigo sheath. The caller stated that the hemostatic valve of the vizigo sheath did not have any visible damage. They replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Due the finding the complaint was investigated thru escalation process. A device history record evaluation was performed for the finished device 50000168 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported that there was a backflow of free-flowing blood coming back through the vizigo sheath when a catheter was removed from the vizigo sheath. The caller stated that the hemostatic valve of the vizigo sheath did not have any visible damage. They replaced the vizigo sheath and the procedure continued. No patient consequences were reported. The hemostasis valve did not dislodge inside the hub, it appeared to be connected, just not functioning. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. No available picture. Air did not enter the patient¿s body. Blood return was observed, and the approximate volume of blood that was lost was 5-10ml. Hemostatic valve leak is MDR-reportable.